Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -08.50. Device not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 -08.50 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. A lens opacity (cortical) was observed on (B)(6) 2015. The lens was explanted on (B)(6) 2016, cataract surgery was performed and a iol was implanted. Patient's last visit on 02/22/2016, bcva was 20/20. See MFR. #2023826-2016-00447 for previous surgery.

Manufacturer narrative:
Additional information: product evaluation: the lens was returned dry in lens case/vial. Visual inspection found haptic torn/broken/bent/deformed and foreign material on lens surface (spot). Dimensional inspection found that lens dimensions were within specifications. Work order search: no similar complaints were reported for units within the same lot. Per dfu for this lens model, vicls are contraindicated for patients over the age of 45 years old and with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0mm. (B)(4).